Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient had diarrhea and went 5x before it was over. Contributing factors and actions/interventions were unknown. It was reported the issue was resolved at the time of the report. Additional information was received from the patient. They reported their back started hurting pretty bad and they realized their bladder was full, so they catheterized themselves and felt better. Contributing factors and actions/interventions were unknown. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that self-catheterization was pre-existing and considered a standard of care for this patient. It was also reported that the urinary retention was a pre-existing condition for the patient. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.